Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a planned treatment/non-emergency treatment. The procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system device was unable to perform exposure. Review of the system log file shows that the kv and ma reached to max, the detector had power supply failure. Fse checked the power supply, and it was normal. Upon further investigation performed by fse found that the detector was faulty. Fse replaced the detector and performed the calibration in relation to detector. After replacement system was working fine. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.